Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported when they had their implantable pulse generator (ipg) implanted, they had post-operative bleeding, requiring a drain insertion and prolonged hospital admission in ICU. The ipg remains in use. No further patient complications have been reported as a result of this event.